Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting.

Event description:
It was reported to vyaire that the vela ventilator experienced a blank screen during pre-testing. The fsr confirmed that there was no patient involvement associated with the reported issue.